Event description:
While troubleshooting an alarm with baxter's (B)(4), the home patient (hp) dropped the supply bag. The bag un-spiked, but there were no alarms. The tsr assisted the hp to end therapy in fill 3 of 4 with a fill volume of 892 ml. The tsr gave the hp the option to do a manual exchange, but the hp declined and wanted to do no further therapy. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that when taking the big bag off the warmer, it rolled onto the floor and came separated from the line. The hp shut the machine down and did a manual drain and fill. The hp did the normal routine starting the next evening. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). No sample was available.